Event description:
Customer reportedly obtained results of 90mg/dl, 160mg/dl, and 200mg/dl on the active system within 10 mins. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.